Event description:
The manufacturer changed the design of reagent wedge caps in oct. Of 2003. The new caps allow the sample probe to go down further than the old caps. If the operator forgets to open the reagent wedge cap, the software does not always detect that the cap was closed. The instrument processes a specimen with no error codes and an erroneous result of below detectable level can be turned out.